Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia including "strong shivering", seizure, and a loss of consciousness. Subsequently, the customer's caregiver treated the customer by administering a glucagon nasal spray and shortly after the customer regained consciousness. In addition, the customer went to visit their diabetologist for a routine appointment; however, no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. An investigation was performed for the reported complaint. The customer reported for error messages. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model name, it restricts the ability to identify potential causes of the customer's reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with samsung z, android os 15 and app version 3.6.5.11962 and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia including "strong shivering", seizure, and a loss of consciousness. Subsequently, the customer's caregiver treated the customer by administering a glucagon nasal spray and shortly after the customer regained consciousness. In addition, the customer went to visit their diabetologist for a routine appointment; however, no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An additional investigation was conducted in response to the customer¿s report of receiving an error message in the librelink application. The sensor was inserted into the sim-vivo test fixture, after which the librelink app was downloaded and the initial setup process was completed. The sensor was then scanned by the application without issue. It was noted that the sensor had remained connected to the keithley system for several days prior to testing. During the evaluation, the error message was not observed. The scanning function operated as intended throughout the test period. An attempt was made to replicate the reported issue using a comparable device configuration (samsung galaxy s21 5g running android 15; librelink app version 3.6.5.11962). Despite comprehensive testing, the reported behavior could not be reproduced. Under all tested conditions, the system performed as intended. Potential contributing factors based on the customer¿s reported device and application history were reviewed. However, no findings were identified during replication that could reasonably explain or lead to the reported issue. As submitted in the report follow up 1 for this issue, the dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with samsung z, android os 15 and app version 3.6.5.11962 and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia including "strong shivering", seizure, and a loss of consciousness. Subsequently, the customer's caregiver treated the customer by administering a glucagon nasal spray and shortly after the customer regained consciousness. In addition, the customer went to visit their diabetologist for a routine appointment; however, no treatment was reported. There was no report of death or permanent impairment associated with this event.